Event description:
Limping [limping]; joint range of motion decreased [joint range of motion decreased] ; redness [redness]; swelling [knee swelling]; pain in knee [knee pain]. Case narrative: based on additional information received on 04-jan-2019, this case was upgraded from non-serious to serious due to disability for event limping. Initial information received from united states on (B)(6) 2018 regarding an unsolicited valid non-serious case received from a health professional. This case involves a (B)(6) years old female patient who experienced redness, limping, joint range of motion decreased (latency: unknown), swelling and pain in knee (latency: 1 day), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using hylan g-f 20, sodium hyaluronate, intra-articular injection at an unknown dose (lot -8rsl034, expiration date: 30-april 2021) for unknown indication in left knee. On (B)(6) 2018, 1 day later, patient had severe onset pain in knee and swelling. On (B)(6) 2018, the patient went to the emergency room. On an unknown date, after unknown latency, patient had severe redness and limping. It was reported that patient used wheelchair for limping and due to pain and decreased joint range of motion (latency: unknown) patient was sent to physical therapy. On (B)(6) 2018, patient was still limping. Corrective treatment: wheelchair for limping; physical therapy for decreased joint range of motion. Outcome: not recovered for limping; unknown for joint range of motion decreased; recovering for rest of the events. Seriousness criteria: disability for limping. A product technical complaint (ptc) was initiated on (B)(4) 2018 for synvisc one. Batch number: 8rsl034; (B)(4). The production and quality control documentation for lot # 8rsl034 expiration date (2021-04-30) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot number 8rsl034 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(4) 2018 there were 2 complaints on file for lot number 8rsl034 and all related sublots. 2 complaints are on file for lot number 8rsl034: (1) leakage and (1) adverse event report. Sanofi would continue to monitor complaints as stated in (B)(4): product event handling to determine if a CAPA was required. Additional information was received on (B)(4) 2018. Global ptc number and its results were added. Text amended accordingly. Additional information received on 04-jan-2019 from doctor. Case became serious. Patient's demographics updated. Start date for event pain in knee and swelling was updated. Event of joint range of motion decreased was added with details. Clinical course updated. Text amended accordingly.